Event description:
It was reported that the 4.0x28 mm xience skypoint stent delivery system (sds) was prepped and upon attempted removal of the protective sheath, the sheath could not be removed. Therefore, the device was not used and there was no patient involvement. A new xience skypoint sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.